Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and a battery compartment crack. This report is made based on results of the investigation performed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed that the display screen was dim and discolored. A battery compartment crack was discovered during evaluation. Unrelated to the display and case issues, a review of the pump¿s black box revealed the time and date reset upon battery removal. Evaluation revealed the internal clock battery on the printed circuit board had failed.